Event description:
Undergoing embolization for carotid cavernous fistula when balloon spontaniously and prematurely deflated and embolized distally away from introduction catheter. This occurred with two balloons at the time of procedure, both embolizing distally. Prior to procedure physician records pre-examination of device performed and procedures followed in accordance with device. Event occurred 23 days later and pt expired following aphasia and right-sided hemiplegia. Introduced with boston-scientific-target vascular coaxial angiographic catheter set(cat #750160). Three dsb's total failed. Of note dsb's are applied to catheter in tandum, therefore if one fails the other two would. This was not three different introductions. In performing procedure md explains both balloons tested prior to insertion as instructed by vendors instructions. A boston scientific guide catheter was used as a vendor mate for dsb's. Other than initial placement guidewire not used for placement of balloon. Balloons delivered in standard manner. It appears all standard protocols were followed in placement as prescribed by boston scientific target. Rep from boston was present during course of post procedure review and will also report to smda medwatch.